Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was receiving change sensor errors and calibration errors. The customer also reported having large differences between sensor glucose and blood glucose readings. Blood glucose level at the time of the incident was 34 mg/dl. The customer was advised as to the proper sensor calibration techniquest. Sensors will be replaced but the customer will not return the products for analysis.